Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
Us complainant reported that a patient was on impella cp support. While on support, there were continuous suction events despite echocardiography showing ample volume. The doctor suspected clot/tissue entrainment and made the decision to replace the impella. The patient survived the event.

Manufacturer narrative:
Clinical details noted that pump was initially out of position but repositioning did not resolve low pump flows. Patient had adequate volume on echocardiogram. The root cause of the low pump flow could not be definitively determined as clinical details note that patient had adequate volume and low pump flows continued even after pump was repositioned, additionally, no issue was found on the returned product. E.1 fax number was inadvertently omitted from the initial manufacturer device report number 1220648-2024-21516. G.1 revised reporting contact email from the initial manufacturer device report 1220648-2024-21516 in accordance with updated procedures. H.6 investigation findings and investigation conclusions were incorrectly entered on manufacturer device report number 1220648-2024-21516-1. Health effect - impact code 4641 was also incorrectly entered on manufacturer device report number 1220648-2024-21516-1. Additional type of investigation codes were added as they were inadvertently omitted from the first supplemental manufacturer device report number 1220648-2024-21516. H.10 investigation root cause for low pump flow was incorrectly entered on manufacturer device report number 1220648-2024-21516-1.

Manufacturer narrative:
The investigation for the low pump flow and thrombus has been completed. The impella pump was returned for evaluation and visually inspected. There was no biomaterial, no cannula kink and no broken blade observed. Pump run in water for more than 10 minutes at p-9 to reproduce the reported low pump flow issue. Pump flow was 3.7 l/min and within specification limit as required. No issue observed. Data logs were reviewed which showed suction alarms occurred. No other indication observed. The cause of the low pump flow issue most likely was patient condition due to suction alarms and rv failure. And patient was also on ECMO and potential lack of volume. The root cause of the thrombus could not be determined without additional clinical details.